Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to cut sheath include, but not limited to, device pulled back too hard or incorrect positioning inside the vessel while pressing the thumb advancer. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a renal percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, the starclose device came out of the vessel after advancing the thumb advancer. It had came out with vessel locator wings open. No vessel or tissue damage was noted. The sheath had not split completely and therefore the clip was not deployed (remained in device). Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.